Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor. Product type: accessory: product ID 39565, lot# v499618041. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no significant anomalies found. The battery was permanently damaged from being over-discharged. Final device analysis of the lead revealed the following: there were no significant anomalies found. The body of the lead was found segmented. Final device analysis of the anchor revealed the following: there were no anomalies found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead "failed." The implantable neurostimulator (ins) and lead were explanted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.